Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2018-00321: driver.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.